Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka), high ketones and a high fever. The patient went to (B)(6) hospital emergency department (a&e) and was treated with water and ibuprofen. The patient's blood glucose levels rose to 10.4 mmol/l (187.2 mg/dl). The patient was released after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available.